Event description:
The surgeon went over the wire and advanced the protege to the occlusion, the thumbscrew was loosened, the surgeon was holding the right handle and with his left hand, began bringing the handle back to pull back the catheter sheath. He felt some resistance, so he wet the wire. They pulled back a little more and felt more resistance. They then stopped and it looked as though the blue outer core of the catheter was no longer attached to the inner catheter. At this time, the deployment guide was freely moving so the surgeon then took the blue outer part of the catheter and pulled it back and saw under fluroscopy a fractured stent, which was fully deployed. The surgeon then withdrew the system from the guide catheter and the remainder of the stent was still in the system and un-deployed. This was a stenting of the femoral and popliteal artery.